Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable of the pk dissecting forceps instrument snapped in half. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with the grip cable broken off at the distal end. The broken cable segment stuck out approximately .4720 at the wrist but there were no signs of damage where the cable broke off. The idler pulley spins freely and was not damaged. Engineering evaluation also found that the conductor wire was broken at the distal and seized bearing. One conductor wire was broken around the same location as the grip cable. The wire was detached from its connection at the grip and was sticking out at the proximal end. The instrument also passed electrical continuity testing. The distal end did not exhibit any evidence of arcing. The bearing where the main tube enters the chassis was corroded and no longer rotated during roll. Engineering concluded that the damage to the bearing was likely related to cleaning and sterilization. No other damage found. The instruments and accessories reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Warning: endowrist instruments, accessories, and endoscopes should be handled and operated by trained personnel. Handle with care. Avoid mechanical on (B)(4) 2013, intuitive surgical received uf/importer report (B)(4) from the FDA. The event details are provided below: during a robotic hysterectomy it was noted that a wire at the tip of the instrument at the pulley system was broken. Surgeon did not note any unusual movements or issue handling the instrument.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.